Event description:
It was reported by service report that the customer alleged that the caster was damaged, possibly resulting in reduced braking force. No impact to the brake assembly was reported and no damage to the other three casters was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.